Event description:
It was reported that a reprocessed cutter/stapler blade did not effectively cut through clamped tissue, which caused only partial and ineffective deployment of the staples. The device is intended to deliver two, double staggered rows of staples while simultaneously dividing the tissue between the rows of staples. It was reported that the procedure was extended 30 minutes while the staples were removed and the procedures was completed, but did not result in pt injury.

Manufacturer narrative:
During normal conditions of use staple lines are created, and then device may be reloaded to create add'l staple lines as needed. However, if the procedure requires an anastomosis between two open ends, the cutting blade could potentially cross over an existing staple line, premature dulling and/or damage to the cutting blade may occur. The instructions for use warn the user that this particular action may shorten the life of the instrument. The device in question was returned for analysis, and the damage to the blade was found to be consistent with the damage/dulling by the blade crossing over existing staple lines; which has been determined to be the root cause for the reported incident.